Event description:
Complainant alleged that during second attempt to defibrillate, a patient (age & gender unk), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.